Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was documented and investigated under comp-(B)(4). A review of the device's service log revealed that a delivery failure alarm occurred as the device calculated an over-delivery of nitric oxide for 12 consecutive seconds. The root cause for this occurrence was likely due to a malfunctioning proportional valve. Mallinckrodt issued a recommendation to the distributor to replace the device's proportional valve as a result of this finding. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time.

Event description:
A delivery failure alarm due to a calculated over-delivery of nitric oxide gas was identified by a mallinckrodt employee during a routine service log review. This service log finding meets the criteria of a reportable malfunction as it was located at a user's facility and set to administer a dose of inhaled nitric oxide (no) at the time of the event. This device was located in poland when the reportable malfunction occurred. There was no delivery failure alarm complaint or report of patient harm associated with this event.